Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a leak was discovered at the base of a farawave catheter irrigation port. This leak was discovered during initial flushing of the catheter prior to insertion into the patient. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. The strain relief was partially detached from the luer. Microscopic inspection found separation between strain luer. Boston scientific was able to confirm the reported allegation.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a leak was discovered at the base of a farawave catheter irrigation port. This leak was discovered during initial flushing of the catheter prior to insertion into the patient. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.